Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec¿d (B)(6) 2014 - medical records received. Patient revised to address MRI evidence of fluid collection and muscle atrophy. Upon revision, metal hypersensitivity reaction, a large bursal sac communicating with the capsule, cloudy cream-colored fluid, brown joint lining, and fretting debris at all junctions between the stem and the head were noted. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 02/04/2015- litigation papers received. Litigation alleges pain, popping, clicking, discomfort, and elevated metal ion levels. The dob was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 02/19/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Asr revision reported by sales rep. Asr xl - left; reason(s) for revision: pain.